Manufacturer narrative:
Concomitant products: 8253200 (patient interface, response 3.0): serial number - (B)(4); lot number ¿ 70047700; manufactured date ¿ october 13, 2010; UDI ¿ (B)(4); 510k - k083124. The 8253002 (mainframe, nim response 3.0): the product analysis indicates the reported issue could not be reproduced or confirmed. A 48-hour burn-in was performed with no deviations found. There was no fault found. The device was successfully tested to specifications. 8253200 (patient interface, nim response 3.0): the device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim 3.0 mainframe was not responding to stimulus. There was no patient impact.